Event description:
Customer reported issues related to the panorama central station's ambulatory telepacks, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the telepack's baseboard and radio board. The unit was calibrated and safety tested to factory's specifications.